Event description:
Reportable based on additional information completed on (B)(6) 2022. It was reported that the coil was prematurely deployed. The target lesion was located in the mildly tortuous and non-calcified gastroduodenal artery. A 10mmx40cm interlock-35 cube coil was selected for use. During the procedure, the device was deployed but the physician realized that the position was not ideal and tried to withdraw. However, the coil was released and could not be withdrawn. After trying for multiple times, the device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed a loss of fiber bundles.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned inside to the non-bsci catheter, as part of overall visual revision. During media inspection, the costumer attached a picture, and it is possible to observed that the box, the pouch, the delivery wire, the rotating hemostatic valve (rhv) and an unknown catheter, and no damages were observed. Also, it is possible to observed that the pouch and box information matched with the complaint information. The visual inspection, the main coil, the delivery wire and the rotating hemostatic valve (rhv) were returned inside a non-bsc catheter. The main coil was stretched, fiber loss, and it was detached at two sections: the interlocking arm and the proximal section. No more damages were observed. The microscope inspection, the main coil was detached at two sections: the interlocking arm and the proximal section. The dimensional inspection of delivery wire or weld outer diameter (od), wire arm (od) and wire zap tip passed the test. The main coil was also inspected but the number of distal fiber bundles from distal to proximal inspection failed due to main stretching condition.